Event description:
In april I received a respironics dreamstation 2 CPAP machine to replace the original dreamstation that was recalled by respironics. The new machine came with a 12 mm heated tube and an adapter to allow connection to a CPAP mask. The end of the 12 mm tube that fits into the adapter and the adapter have a strong chemical odor that gave me a migraine headache and made me feel sick. I tried using the 12 mm tube with the CPAP after washing it and airing it out but the odor was more intense as it came right through the CPAP mask into my nose. I have not been able to use the 12 mm tube and have relied on the 15 mm tubing that I used previously. It is now june and the 12 mm tube and adapter have been airing out since april. It still has the chemical odor and is unusable. The 15 mm tube made by respironics does not have this problem so they must have changed the materials in their manufacturing process for the 12 mm tube and adapter. FDA safety report ID# (B)(4).